Event description:
1 of 2 reports. Other mfg report number: 3014334038-2024-00212 a facility reported a cerelink sensor (ID 826850) was placed, connected to a cerelink monitor (ID 826820). While in use, the monitor suddenly displayed: ¿system fault detected, error code:1019 refer to troubleshooting section in the user manual. The monitor will reboot in 2 mins, if the problem persists turn off the monitor and contact technical support¿, and the stopped displaying the icp readings. The monitor was removed from the patient, and monitoring was stopped. Additional information received: was the patient lead always connected? Yes was the monitor connected to a power source or working on battery? Monitor plugged into power source was there any delay in patient care? If yes, was it egal or superior to 30min? Unsure was there any consequence for the patient health? No how did they solve the issue? (Use another monitor successfully? Replace the sensor by another one? Stop monitoring?): stopped monitoring implant location: parenchymal was the integra/codman icp monitor connected to a patient monitor yes.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The cerelink microsensor was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined, however, the probable root cause for the reported complaint could be due to unstable sensor performance or incorrect selection of semiconductor components. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.